Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during stenting treatment procedure, the stent failed to cross the lesion. The 95% target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilation a promus element stent 2.5x32mm was advanced but failed to cross the lesion. The procedure was completed with another of the same device. The patient remained stable and no complication has been reported. However, product analysis revealed a distal stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent was returned distally damaged. The struts on the first row on the distal end of the stent were stretched out towards the tip causing some of the struts to be raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).